Event description:
It was reported that the device was not indicating impedence on the display and the procedure had to be cancelled. There were no adverse consequences and no medical intervention.

Event description:
It was reported that the device was not indicating impedence on the display and the procedure had to be cancelled. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
The product was received at the manufacturer the the complaint was confirmed. The root cause was determined to be due to a controller board failure.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not received.